Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was experiencing high blood glucose. Blood glucose levels at the time of the incident were 444 mg/dl and 442 mg/dl. The insulin pump passed self test and displacement test. Current blood glucose level was below 250 mg/dl. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.